Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. (Hepatic dysfunction) there are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: product ID: 1104, serial# unk, implanted: (B)(6) 2014: brand name: heartware® ventricular assist system -pump, unknown right ventricular assist device (rvad), model 1104, implanted date: (B)(6) 2014, device available for evaluation: no, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the clinical site that the patient had hepatic dysfunction with cholestasis post implant before discharge on (B)(6) 2014. No treatment was stated to have been given due to the event. No additional information is available.